Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address recurrent dislocation due to impingement (revision surgery revealed some etching of the femoral neck of the stem just below the taper junction, indicating a probable impingement during range of motion).